Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Internal CAPA # 232743 is in process to determine actions that can be taken to help prevent recurrence of this event. Complaint record ID # (B)(4).

Event description:
It was reported that prior to use of the intra-aortic balloon (iab) catheters, the customer reported oily substance had leaked out from the catheter kit for 22 devices. There was no patient involvement. This report is for #17 of the 22 devices.

Manufacturer narrative:
The product was not returned and so could not be evaluated. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The complaint could not be confirmed. Internal CAPA # 232743 is in process to determine actions that can be taken to help prevent recurrence of this event. Complaint # (B)(4) h3 other text : device not returned.

Event description:
It was reported that prior to use of the intra-aortic balloon (iab) catheters, the customer reported oily substance had leaked out from the catheter kit for 22 devices. There was no patient involvement. This report is for #17 of the 22 devices.